Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins). It was reported that the patient used the recharger to charge the ins and it burned their back and left a mark. They reported burning of skin at the top of the implant where the antenna was placed. They didn't know how and they were unsure if the ins heated up or if it was the recharger antenna. They stated that it was pretty painful to charge and they could feel the heat/burning going through their skin.